Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis could not be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-00411, 2029214-2019-00412. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the 4 x 8 axium prime coil could not be detached. Prior to the event, 19 implant coils had been implanted. After the 20th coil (axium) could not be detached with the instant detacher, the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use) was attempted but without success. The sales rep instructed the physician to apply torque (which is not recommended) and the coil detached and the procedure was completed. The catheter did not have any deflection or kickback. The detachment error occurred in a state where there was enough room for detachment. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of a cerebral aneurysm measuring 14mm located in the a-comm. The vessel diameter was slightly large and the vasculature was mild in tortuosity.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2 attempts were made using the instant detachment method, 2 attempts with the manual method (1 time using the break indicator and 1 time using the wire in front. The instant detacher was able to be reused.